Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (2000mcg/ml at 1330mcg/day via flex dosing) via an implanted infusion pump. The indication for use was intractable spasticity and the patients medical history included spinal cord injury. The patient was taking lyrica, cymbalta, and ultram at the time of report. It was reported that multiple motor stalls and recoveries were seen in the session long report. A motor stall recovery occurred on (B)(6) 2019 at 7:46. Another stall occurred on (B)(6) 2019 at 3:06 am with a recovery at 3:15 am on the same date. Another stall occurred on (B)(6)2019 at 10:21 with a recovery at 10:26 pm on the same date. Another stall occurred on (B)(6) 2019 at 10:22 pm with a recovery 1t 10:31 on the same date. Another stall occurred on (B)(6) 2019 at 11:20 pm with a recovery at 11:25 on the same date. Another stall occurred on (B)(6) 2019 at 8:15 am with a recovery at 8:36 am on the same date. Another stall occurred on (B)(6) 2019 at 3:22 pm with a recovery at 3:47 pm on the same date. The patient never had any signs/symptoms of baclofen withdrawal as the stalls ranged in duration from 5-33 minutes. It was confirmed that the patient did near critical alarms with all stalls. There were no environmental, external, or patient factors that may have led or contributed to the event and the patient denied exposure to any electronic/magnetic devices. There were no diagnostics/troubleshooting performed. The plan was to replace the pump on (B)(6) 2020. The issue was unresolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported at the time of pump replacement pump interrogation revealed additional motor stalls and recoveries had occurred following the previously reported motor stalls and recoveries. The motor stalls and recoveries reviewed in the logs on (B)(6) 2020, began on (B)(6) 2020, with the most recent motor stall and recovery occurring on (B)(6) 2020 (stall occurred at 12:21 pm and recovery occurred at 12:34 pm). The infusion rate was decreased by 20% post-operatively after the pump was replaced on (B)(6) 2020. Spontaneous retrograde flow of csf (cerebrospinal fluid) was observed from the existing implanted catheter.

Manufacturer narrative:
Analysis of the pump revealed no anomalies and passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.